Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that  the patient (pt) was calling because they need a cervical MRI and were told to call medtronic. Reviewed information. Pt reported the stimulator stopped working in 2015 and they no longer have the controller, it is really embedded and they cannot feel it anymore  they no longer have a doctor for their interstim. Encouraged pt to continue working with their doctors to resolve their health issues. No further complications were reported at this time.